Event description:
It was reported that pump malfunction occurred with malfunction code malf 16 and no notable events happened before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy available and planned to contact healthcare provider, while technical support arranged shipment of replacement pump under warranty, confirmed shipping details, provided instructions for placing malfunctioning pump into storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.